Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a vicmo implantable collamer lens, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the lens had excessive vaulting. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage to lens; residue on lens. (B)(4).

Manufacturer narrative:
Corrected data: corrected to "06-dec-2018" in the initial MDR. Corrected to "06-dec-2018" in the initial MDR. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.50 diopter, in the patients right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown. Secondary surgical intervention, lens explanted and exchanged. Corrected data: right eye (od). (B)(4).